Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient required a stent emergently placed to the outflow graft. Repeat computed tomography angiography (cta) done on 10mar2024 showed patency of the stent. Despite this, patient had low flow alarms over the weekend with 0 speed and 0 flow. Log files were sent for review, and it was recommended to try rebooting the system monitor. The customer tried to reboot the monitor without resolution and switched out the monitor and utilized the heartmate touch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display screen issue with the system monitor was unable to be confirmed. The system monitor was not returned for analysis; however, a log file was submitted with events spanning approximately 1 day (B)(6) 2024 at 03:43:55 to (B)(6) 2024 at 08:29:45 per time stamp). This log file did not capture the reported event date of (B)(6) 2024. There were no notable events active in the log file. Pump operation was not affected. The submitted customer video revealed low flow and low power alarms on (B)(6) 2024, and the submitted customer image captured the pump speed showing 0 revolutions per minute and flow displaying 0 liters per minute; however, these events were unable to be confirmed via the log file. Multiple good faith efforts were sent to retrieve additional information regarding the serial and lot number of the system monitor, if the issue resolved, if the patient experienced any symptoms, if the cause of the zero flow and speed was identified, and if any product would be returning for evaluation; however, no response was received. The root cause for the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records for the system monitor were unable to be reviewed due to the serial number and lot number not being provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low flow and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pump flow. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.